Event description:
(B)(6) 2026 03:49:44 dop114-980doc_ver_bc: battery failed alarm customer reported receiving a battery failed alarm. (B)(6) 2026 03:49:44 dop114-980doc_ver_bc: sensor signal not found/cannot find sensor signal/lost sensor/loss of communication customer reported a loss of communication between the transmitter and the pump. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter. Transmitter blinked when attached to the sensor and began communicating. (B)(6) 2026 03:49:44 dop114-980doc_ver_bc: "unable to pair device (""device not found"" alert) for minimed 700 series pumps (ble) only" customer reports being unable to pair meter with pump. Pump and meter would not pair after troubleshooting. Referred to roche (B)(6) 2026 03:49:44 dop114-980doc_ver_bc: high bgs/under delivery customer reported high bgs.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.